Event description:
A site registered nurse (rn) reported that, while in a spine procedure, the surgeon was inaccurate by "several millimeters", exact measurement of the inaccuracy was not provided. After taking an imaging system spin, the surgeon confirmed accuracy on the existing hardware, specifically the screw. The surgeon then drilled the hole in the pedicle and noted being several millimeters inaccurate. The surgeon was using the pedicle probe and did not check accuracy with any other instruments. The rn stated that the surgeon took another patient spin and was accurate. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The surgeon was inaccurate after working with a cage between the frame and his navigational level of interest. The surgeon was educated that this is not a best practice. The software functioned as designed.

Manufacturer narrative:
A medtronic representative, following-up at the site, reported speaking with the reporting registered nurse (rn), and was told that the frame was placed one level below where the surgeon was working. After acquiring the spin, the surgeon worked vigorously to remove the interbody between the referenced level and the above level. The surgeon checked accuracy and deemed it was good based on where he checked on the referenced level. The surgeon began to make the hole on the level above and was off. The site was able to re-spin and were accurate. This resulted in a twenty-minute delay in the surgery. The medtronic representative recommended the surgeon not remove a cage after a spin. No parts have been returned to manufacturer for analysis.